Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review. The low voltage hazard and no external power events were noted while using the mobile power unit (mpu). These occurred on (B)(6) 2026. The no external power alarms were due to the patient accidentally unplugging their mpu from the wall.